Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of the possible provided batch number 1071078 . Batch number 0101106 was found invalid for this item number . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had a needle through the catheter while introducing the catheter. The following information was provided by the initial reporter: "it was reported that the catheter was bent and needle went through the catheter."